Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8, surgical lead; model #: sc-4316, lot #: 20018181 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure. No device malfunction was suspected. The physician suspected the patient to had a durotomy. No further course of action at this time.